Event description:
It has been reported that the bubble alarm will not stop, and the pump keeps running. Pt injury may occur if the pump does not stop automatically, allowing air bubbles to enter into the pt. No pt injury was reported for this event.